Event description:
It was reported that guidewire tip detachment occurred. The patient present with tibial peripheral arterial disease (pad). The target lesion was located in the moderately calcified tibial artery. A 300cm straight tip v-14 control wire was crossed the lesion. However, the tip of the guidewire came off inside the tibial artery. The detached tip was successfully removed using an atherectomy device and the procedure was completed. No patient complications were reported and the patient is doing well.